Event description:
This procedure is part of (B)(4) study: the case was reviewed by an (B)(6) and an embolism was noted and reported. The site did not report this and was not aware of this issue; no further information is available. The (B)(4) this event as not clinically relevant; related to procedure and device.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not provided. (B)(4).